Event description:
The customer reported the device is faulty, shutdown during use. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device is faulty, shutdown during use. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. The unit did not power on using battery or ac power and the battery was depleted. Internal inspection found the power supply board measured 0v output voltage.